Manufacturer narrative:
H2, correction: previously reported concomitant product updated to product ID: 9735762, version: 2.1.0, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: foreign country - france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when importing the patient folder, navigation showed a transferred file on the right of the screen, but a message "importing patient in process" showed up on the screen. It was impossible to read the folder and impossible to go forward in the process, the surgery was cancelled. There was no patient involvement.

Manufacturer narrative:
H2) additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the manufacturer representative tried to download with a universal serial bus (usb) key first after staring of the navigation system. The problem was the same. An error 64 didn¿t appear inevitably after the download of case with digital intercommunication of medicine (dicom).

Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This software analysis was to track the issue of, "import operation stuck at 100 with 'receiving dicom' message displayed on the top." The logs, videos <(>&<)> screenshots were reviewed. Import operation was stuck at 100 with 'receiving dicom' message displayed on the top. Screenshot in the logs folder showed that patient import operation from electronic picture archiving and communication systems (pacs) was stuck while the transfer status was shown as 100%. Log analysis showed import operation from pacs. The logs did not further capture that volume was built successfully from the imported digital intercommunication of medicine (dicom) and the process was not completed. Hence ¿receiving dicom..¿ was displayed on the task bar and import was still stuck at 100%. The log analysis did not have proper evidence of why the import operation was stuck. However, screenshot shared confirmed the defect. Codes: b01, c10, d18 h2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This software analysis was to track the issue with the error 64. The logs, videos <(>&<)> screenshots were reviewed. While the import operation was stuck, user tried to import dicom from universal serial bus (usb) which resulted in error 64. Video showed evidence of error 64 during patient import operation from usb. Log analysis also confirmed the segfault in ieservice (error 64) occurrence. Issue could not be replicated in-house with either demonstration exams or patient scans provided and the import from pacs was always successful. Log analysis and video shared confirmed the defect. Codes: b01, c10, d18 h2) please see section d9 for when the software logs were available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID:9736355, version: 2.0.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.